Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist 's report, this pt's hearing performance was decreasing. Using the appropriate diagnostic equipment, it was determined that the device was not meeting MFR's specifications. The surgeon will explant the device and reimplant a new one in 2007.